Manufacturer narrative:
The received device had the cannula assembly deployed. The downloaded data showed that the device ran 45 first prime pulses and was deactivated at 692 pulses. No evidence was found that would result in a failure of the device to deploy as intended. The distal tip of the soft cannula was cut, shortening the overall length of the soft cannula and preventing fluid from exiting the fluid path as intended, however, it cannot be determined when or how this damage occurred. The download data also showed that an 0x1c alarm was generated, indicating the pod reached the end of its operating lifetime. It was confirmed that the device ran for 80 hours. No other defects or deficiencies were found that would result in a failure of the device to deliver insulin.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure. Lot release records were reviewed, and the product lot met all acceptance criteria.

Event description:
It was reported that the patient¿s blood glucose (bg) reached over 400 mg/dl while wearing the pod between 24 and 36 hours. After realizing elevated bg levels, the patient found cannula had not deployed as intended. For treatment, the patient gave a manual injection.